Event description:
It was reported that the patient developed an infection and there is vegetation on the right atrial lead. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was kinked/buckled, the outer insulation was breach cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.